Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted on an unknown date. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, it was stated that the patient has been doing well, and has not presented with any complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.